Manufacturer narrative:
H3: product analysis of part # 9560524 ; lot# my22e001 during the inspection at the time of acceptance, it was observed that the thread of the handle screw was deformed and the bearing was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a device used intra-operatively for spinal therapy . It was reported that, the instrument was not secured. Even when tension was applied, the arm was loose. There were no patient symptoms reported, no additional treatment or surgery performed as a result. No further complications reported.